Event description:
It was reported that the patient underwent a cervical procedure at c1-c2. The tip of the awl penetrated the vertebra artery while it was being used to drill at c2. Excess bleeding occurred, but no other patient complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.